Event description:
It was reported that distal tip detachment and dissection occurred, requiring additional intervention. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the circumflex artery. A 185cm pt2 guidewire was selected for use. Following the deployment of 2.25x38 a non-boston scientific stent, the guidewire was removed, and it was noticed on angiography that the tip of the wire sheared off and remained in the vessel and could not be retrieved. The physician then tried to snare the piece of wire out, but a flow limiting dissection occurred. The patient was sent for an emergency coronary artery bypass graft (CABG) surgery. During CABG, the piece of wire still could not be removed. The patient was stable post CABG and expected to fully recover.